Manufacturer narrative:
(B)(4): product evaluation: no analysis results available; device not received for evaluation.

Event description:
It was reported that during a thyroid lobectomy case, the emg tube malfunctioned. The patient did have to be reintubated. There was no patient impact.

Manufacturer narrative:
Date of this report: 03/20/2015. Device available for evaluation?:yes returned to manufacturer: 05/22/2015. (B)(4). Date MFR rec: 05/27/2015. Device evaluation: when received for analysis, there was evidence of biological contamination on the sample. A syringe was used to verify there was a l eak in the device which would have resulted in the reported event. When viewed under magnification, the sample had a tear in the middle of the cuff. The instructions for use indicates ¿do not attempt to use an emg endotracheal tube without first performing a cuff inflation test. Inflate the cuff with air and visually inspect the cuff for any abnormality. Replace with another emg endotracheal tube if any adverse abnormality is found.¿ there was no damage to the packaging that would indicate a cause. Method: actual device evaluated; labeling evaluation; fluid pressure testing; optical microscopy. Results: stress problem. Conclusion: use error caused or contributed to event.

Manufacturer narrative:
A (B)(6) male. (B)(6). It was confirmed that the procedure was a parathyroidectomy, and "there was just not connectivity with the nim". (B)(4). Date MFR rec: 05/01/2015.

Event description:
It was confirmed that the procedure was a parathyroidectomy, and "there was just not connectivity with the nim".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.